Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture and high pacing thresholds. Furthermore the patient experienced dizziness. It was decided to replace the lead. This lead is not expected to be returned. No further adverse patient effects were reported